Manufacturer narrative:
Reliability analysis inspected four opened/used enlite sensors and performed bicarbonate buffer test. One of four sensors failed for no interstitial signal readings detected. Checked lab transmitter for proper use and operation using tool and transmitter passed per specification. Three remaining sensors passed per specification, with accurate readings. Also found four cannulas bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that two sensors failed. The sensors had bent cannulas. The customer's blood glucose level was 160 mg/dl but his sensor glucose reading was 50 mg/dl. The insulin pump went into threshold suspend. The customer was advised that the device would be replaced and agreed to return the product for analysis.